Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)and right ventricular (rv) lead exhibited high normal shocking lead impedance (sli) measurement of 117 ohms. It was also reported that no oversensing was noted and no therapy was given through the shocking system. Boston scientific technical services (ts) suggested testing the integrity of the system. Additional information indicated that during routine patient follow-up, there was reported physical damage on the shocking electrode of the lead. Subsequently, the lead exhibited an out-of-range (oor) sli measurement of 141 ohms. The cause of the high oor sli was not conclusively determined. A 41j commanded shock was performed and administered successfully that resulted to 92 ohms impedance measurement. The physician had decided to not replace this lead at this time. The patient will continue to be closely monitored for the time being. The system remains in-service. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.